Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the rear and front housing was damaged. Review of the event history log showed occurrences of "service due" and "high pressure" alarm messages. Functional testing found that the pump displayed "service due." Based on evidence and investigation, the complaint allegation was confirmed. The real time clock battery was replaced to correct the issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period., corrected data: h6: health effects.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the cadd pump alarmed. No patient injury reported.